Event description:
It was reported that during an unknown procedure, some staples were unformed and the anastomosis was not completed. The device did not clamp something hard. There was no unexpected noise. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m52u3p. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information received: what type of procedure was the device being used in? No information. Where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Did the device staple? Yes, but some staples were unformed. Were there any staples missing from the staple line? No information. Were the staples deployed into the tissue or were the staples seen in the surgical field? No information. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? No. If the device fully cut, were all tissue layers present in both donuts when inspected? Na.